Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. This lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicates that the lead was explanted due to a micro lead dislodgment and a tissue was stuck in the helix.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. This lead was replaced with the same model. No additional adverse patient effects were reported.